Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a syncopal episode and hit their head after falling down. The patient had gotten warm while sitting in the sun which led to a syncopal episode. Imaging revealed a small volume traumatic subarachnoid hemorrhage in the left frontal sulci. The patient had no reported neurological deficits and was in stable condition. Aspirin (asa)/ coumadin (warfarin) were held temporarily, and the patient was started on empiric levetiracetam (keppra). It was later communicated that the patient was found to be dehydrated during the syncopal event from having too much sun exposure. The patient received intravenous fluids and the issue resolved. A supratherapeutic international normalized ratio (inr) was reported in the patient's serial laboratory values. Labs and vitals returned within normal limits.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Log files were submitted which captured the device operating as expected at the set speed. The patient remains ongoing on heartmate 3 lvas with no further reported issues. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists bleeding and hemolysis as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.